Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements, remaining within normal range. It was noted the patients device is located on the right side and the patient is very active. Additional information was received that the rv lead was explanted due to high shock impedance measurements. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.